Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the pneumatic tap area and ensure the cartridge o-ring was in place. After following these instructions and completing the on-screen load process, the customer successfully loaded the cartridge and resumed insulin use.